Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot numbers is as follows: medical device lot #: 6329539, medical device expiration date: 11/30/2017. Returned to manufacturer on: not returned, device manufacture date: 11/24/2016. Medical device lot #: 7074711, medical device expiration date: 03/31/2018, returned to manufacturer on: not returned, device manufacture date: 03/15/2017. Medical device lot #: 7074711, medical device expiration date: 03/31/2018, returned to manufacturer on: not returned, device manufacture date: 03/15/2017. Medical device lot #: 7041762, medical device expiration date: 01/31/2018, returned to manufacturer on: 06/29/2017, device manufacture date: 02/10/2017. Medical device lot #: 7058895, medical device expiration date: 02/28/2018, returned to manufacturer on: not returned, device manufacture date: 02/27/2017. ". Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had gel migration failed. No serious injury medical intervention.